Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device - 4 years and 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that the patient developed a driveline infection with (B)(6), pseudomona aeruginosa, and was treated with both intravenous and oral antibiotics. The patient had recurrent pseudomonas bacteremia in (B)(6) 2012 and was discharged home on intravenous ceftazidime. The patient then required incision and drainage of a midsternal wound in (B)(6) 2012. Blood cultures were positive for enterococcus faecium. The patient was discharged home on an unspecified date on vacuum assisted closure therapy and intravenous antibiotics including vancomycin and ceftazidime. It was reported that the patient also had a history of intermittent ventricular tachycardia (vt) requiring defibrillation and multiple ablations were performed. The patient was admitted for vt causing multiple aicd shocks on (B)(6) 2015 and had a reportedly successful ablation on (B)(6) 2015. During the admission, the patient was diagnosed with pneumonia due to other gram-negative bacteria and intestinal infection due to clostridium difficile. The patient's right arm, peripherally inserted central catheter was exchanged on (B)(6) 2015 and the patient was discharged on oral flagyl and vancomycin. It was reported that cardiothoracic surgery was being consulted at the time for further management of the patient. On (B)(6) 2015, the patient expired due to respiratory arrest.

Manufacturer narrative:
A correlation between the device and the reported driveline infection, ventricular tachycardia, and respiratory arrest could not be conclusively determined. Infection and respiratory arrest are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.